Event description:
This report corresponds to a previous report that was filed last month. We have an additional four (4) IV catheters where the catheter would not deploy completely into the vein as it was difficult to separate from needle. Manufacturer response (as per reporter) for IV catheter, insyte autoguardwe are contacting the mfg's rep and asking that he /she replace all catheters with a different lot number.